Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an alert was observed for out of range, decreased pacing impedance on the ventricular channel. In addition, episodes of noise on both the atrial and ventricular channels were noted; however, they were not reproducible during provocative testing. The noise was recognized as automatic mode switching episodes on the atrial channel and high ventricular frequency on the ventricular channel. No intervention was performed at this time. The patient was stable and will be monitored. Related manufacturer reference number: 2017865-2018-10427.